Event description:
A report was received in which a child developed extremity burns from the ge healthcare oximetry sensor. The child was a long term patient (more than 20 days). The patient's limb where the sensor was applied was wrapped with a lukewarm towel (covering the sensor) in order to keep it warm to ensure satisfactory perfusion. No information was provided as to if/how often the sensor spots were changed and what (if any) treatment was required.

Manufacturer narrative:
This report reflects patient b of 2 patient. Patient data not available. Pediatric patient. Lot number and manufacture date unknown at this time. A follow-up report will be submitted when the investigation is complete.